Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4 h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed as there was no item lodged inside scope and only that the instrument channel was collapsed. However, the following reportable malfunctions were identified during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the reportable malfunction found during the device evaluation is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited an item lodged inside scope. The issue occurred during reprocessing. There were no reports of patient involvement.